Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. Customer's blood glucose was 72 mg/dl. Tandem technical support reviewed air removal steps with the customer and reportedly, customer discussed technique with a tandem field representative.